Event description:
Dialysis treatment was started with arterial pressure not moving and transducer bubble completely filled. I attempted to reduce the fill of the arterial bubble and found no resistance in the line. After hooking transducer line back to the machine, blood entered the transducer line and transducer. Treatment was stopped. Blood returned. Lines were saved for potential manufacturing issue.

Event description:
Dialysis treatment was started with arterial pressure not moving and transducer bubble completely filled. I attempted to reduce the fill of the arterial bubble and found no resistance in the line. After hooking transducer line back to the machine, blood entered the transducer line and transducer. Treatment was stopped. Blood returned. Lines were saved for potential manufacturing issue.